Manufacturer narrative:
MDR (B)(4) / initial 3 of 3. Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient infusion set tubing was detached from the connector on (B)(6) 2026, which led to high blood glucose level (423 mg/dl) that was treated with correction injection via multiple daily injections.